Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands before starting therapy. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with cefazoline (1 gram once a day) and ceftazidime (1 gram once a day) intraperitoneally for the event. At the time of this report, the patient was not recovered from the peritonitis event. It was not reported if the patient had been retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.